Event description:
It was reported that the patient presented with noise exhibited on the right atrial (ra) lead. Programming changes were made to deactivate the ra lead. Patient condition was stable, and the patient would continue to be monitored.